Event description:
An optometrist reported a case of photophobia, observed in the pt's left eye at three weeks post lasik visit. The cornea was hazy. The topical steroid drop dosage was increased and pt did a slow taper. The photophobia has improved and the steroid drop is finished. There are two medical device reports associated with this event. This report refers to the left eye. Upon follow up, reporter indicated that the corneal haze had cleared.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on co acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).